Manufacturer narrative:
The events of lymphoma alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is lymphoma alcl-suspected and seroma. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side cyst, folds, "periprosthetic laminar fluid" and "diagnoses of anaplastic large cell lymphoma associated with breast implants should be considered." A biopsy has not been performed and markers have not been provided. The device remains implanted.

Event description:
The event of alcl was not tested or suspected for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.